Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, it was observed that the patient's implantable cardioverter defibrillator (ICD) was oversensing in the right atrium. The ICD was reprogrammed successfully. The patient was stable.